Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was being used in a stent placement procedure on (B)(6), 2010.according to the complainant, the physician noticed that stent was bent slightly upon placement. Physician noted that stent had slight cut or slice thus stent would not sit properly. The stent was removed and the procedure was successfully completed using a second polaris ultra ureteral stent. The patient was reported to be "stable" following the procedure.